Manufacturer narrative:
(B)(4). Batch #u5aa62. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed, as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. No abnormal noises were noted during functional testing.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy on the first firing with a gst60t and seam guard that the anvil on the plee60a bent in thick tissue and would no longer fit down the trocar for the second fire. A similar device was opened to complete the case and the gst60g reload that was removed from the first plee60a was reloaded into the new device and seam guard placed on the device. When the device was fired an immediate loud crunch was heard and the firing sequence stopped and despite attempts to use the reverse button and engaging the manual override the device would not open. The device had to be cut out and the procedure completed with a new stapler and over-sewing the defect. There were no patient consequences. The procedure was delayed by twenty minutes.